Event description:
Subsequent to the previously filed medwatch report, device analysis revealed the guide wire was returned separated with the tip of the guide wire in the lumen of a non-abbott sds. Additional information received from the account confirms that the guide wire separated in the patient; however, was removed from the anatomy in the lumen of the non-abbott sds. A new guide wire and sds were used to complete the procedure successfully. It was stated that the guide wire coating seems to swell up more than other types of balance middleweight guide wires.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. An unknown stent delivery system (sds) could not be advanced over the guide wire. During retraction of the sds from the guide wire resistance was felt. The guide wire was exchanged for a new one and the same sds was able to be advanced over the new guide wire without issue. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was returned for evaluation and the difficulty removing the guide wire was confirmed. The device was sent for chemical analysis which confirmed the guide wire had unacceptable lubricity. While a search of the lot history record for the complaint unit indicated no related non-conformance records. Based on an expanded investigation, a product issue related incomplete hydrophilic coating was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.